Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. They were unable to duplicate reported issue, "navigation inaccuracy." No hardware was replaced and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l2 to pelvis case, they did pelvic screws first. Then they sent to l2 right side and noted the arm was 5 millimeters (mm) inaccurate. When surgeon was removing the drill after pelvic screws, the drill had some difficulty being removed from the arm guide. They did not check accuracy with probe, surgeon opted to re-register. After re-registering, not further inaccuracies noted. There was a 5-10 minute delay. No impact on patient outcome.